Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved aspiration of water through the instrument/suction channel and flushing of the air/water, auxiliary, and forceps elevator channels with water. Aniosclean was used as the detergent for precleaning and manual cleaning. Manual cleaning involved brushing the instrument/suction channel, suction cylinder, instrument channel port, and distal end. An asept-inmed ((B)(4)) brush was used during manual cleaning. Manual disinfection was done with anioxyde. The scope was stored in an eset drying cabinet. Olympus was used for maintenance and repair. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the electrical safety test failed, the charged coupled device lens was cracked, the distal end lens adhesive was chipped, the bending section cover adhesive was separated, the connecting tube was buckled, the universal cord was buckled, the plug unit housing was damaged, angulation of the up/down and right/left knobs was reduced, the up/down and right/left knobs had play, and the distal end biopsy channel had wear and tear. This event is under investigation. A supplemental report will be submitted upon receiving additional information.